Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The reported lot did not match our records, therefore manufacture and expiration dates are unknown. Imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in a procedure performed on an unknown date. During a routine follow up, it was mentioned that the clip had fallen and the patient was bleeding again. The procedure was completed with another resolution 360 ultra clip device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.